Event description:
Reporter states doing meter to hcp meter comparison tests. Rptr's am fasting test at home was 202 mg/dl. An hour later rptr went for a lab test at the hospital, still in a fasting state. The result of lab test was 126 mg/dl. Rptr did not have any symptoms. A control solution test was in range. No harm was alleged.